Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons are not responding. Customer's blood glucose was 397 mg/dl, which was treated with insulin pin. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. Troubleshooting was also performed for high blood glucose. Customer declined high pressure test.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump passed the functional testing. The insulin pump had a missing end cap sticker, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.